Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached or no cassette error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed cassette partially unlatched alarm. A non disposable alarm test was performed as part of the functional test and the reported issue was duplicated. The pump could not start as device was not latched and there was intermittent "cassette partially unlatched error alarm" verified in the main menu status mode during the investigation. It was determined that the most probable cause was due to the main board and latch lock flex sensor. As a result, the main board and latch lock flex circuit was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a manufacturing DHR review was not performed. H3 updated, d3, g1, and g2 email is: (B)(4).